Event description:
It was reported that the left ventricular (lv) lead exhibited high capture threshold and was failed to capture. The lv lead was capped on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Correction: b1 adverse event should also be selected.